Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-01444. Occupation - non-healthcare professional. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in g9 of this initial medwatch report. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), vena cava (vc)/organ perforation, deep vein thrombosis (dvt)/vc thrombosis, tilt, pain, anxiety, mental anguish/stress/worry, physical limits. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, anxiety, mental anguish/stress/worry, and physical limits are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant via the right common femoral vein due to prior pulmonary embolism (pe) and hyalgan injection. Patient is alleging tilt, vena cava perforation, organ (mesenteric) perforation, post-implant pe and deep vein thrombosis (dvt), and thrombosis/embolism of ivc.. The patient further alleges "I have pain in the area of the implant. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries" as well as physical limitations and worry. Report from radiology: "edema of the legs, has filter, new pe." "Occlusive thrombosis of the mid and distal inferior vena limited visualization of the filter, there appears to be thrombus superior to the filter." Report from CT: "filter device is present within the infrarenal portion of the ivc. The filter device is tilted toward the left abutting the left lateral wall of the inferior vena cava. The tip of the filter device is at the level of the left renal vein. The anchors extend through the wall of the inferior vena cava. No involvement of adjacent vital structures is present. There is no retroperitoneal fluid collection or mass. Patency of the lumen of the ivc cannot be determined due to lack of IV contrast. The presence of ivc stenosis cannot be determined. No strut fracture is identified."